Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received alarm - error code messages. There were various error codes displayed, but preventive maintenance passed. There was no patient involvement.

Manufacturer narrative:
¿Review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/07/2016 to present date 01/09/2021, and note that this device has been returned for service twice, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received alarm - error code messages. There were various error codes displayed, but preventive maintenance passed. There was no patient involvement.